Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-06343. During a remote follow-up, increased defibrillation impedance was noted on the right ventricular (rv) lead and increased pacing impedance was noted on the left ventricular (lv) lead. During the lead revision procedure, fibrotic tissue was observed in the pocket. The rv lead and lv lead connector pins were cleaned and reconnected to the device which resolved the event. The patient was in stable condition.